Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided photo showed only the label of the product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 210h dialyzer, an external blood leak was observed from the header immediately after connecting. There was patient involvement however, no medical intervention with the reported event. No additional information provided.